Event description:
A customer reported obtaining unexpected negative reactivity on galileo echo (B)(4) with a sample containing anti-e.

Manufacturer narrative:
An immucor field service engineer performed the unexpected reactions checklist. The instrument was operating according to specifications. The customer was aware of technical communication (B)(4), which advises customers to visually inspect all negative antibody screening and identification results on the echo prior to release of results. The customer was also made aware of technical communication (B)(4), which provides guidance for correlating images on the galileo echo.